Event description:
It was reported a pericardial effusion occurred. The intracardiac echo (ice) catheter was in the right atrium. The patient had an enlarged heart and it was difficult to obtain good views. The user obtained a reasonable view of the septum. The first transseptal puncture was low. Visualization showed the second transseptal sheath was below the first. This physician does not measure pressures when he performs his punctures. After the second puncture when connecting the sheath to flush, bright red blood rapidly backed up the tubing. This led the user to believe he was in a high pressure area, possibly the aorta. The physician pulled the sheath back to look with (ice) to see if there was an effusion. A trans thoracic echocardiogram was performed at that time and everything looked normal, so the physician decided to proceed with the case. The physician decided to heparinize at this point. Following heparin administration, the patient's blood pressure dropped. A pericardial effusion was then seen on ice. A pericardiocentesis was performed and 400cc of blood was removed. The following devices were used during the procedure. Two brk needles, a duo deca steerable catheter, a reflexion spiral catheter, a cool path ablation catheter and a vf plus catheter.

Manufacturer narrative:
We are in the process of investigating this event. A followup report will be submitted upon completion of our investigation. (B) (4). (B) (4).